Event description:
Additional information was received. It was reported that the patient is had incision and drain of axillary pocket due to serous drainage and swelling of right upper extremity. The physician suspects hematoma causing swelling and interstitial tissue drainage. The old hematoma was evacuated and sent for culture and sensitivity, no infectious concerns, new drain was placed in addition to receiving 1 unit on packed red blood cells. Also reported that the patient did require 3 boluses to equal 1 liter of intravenous fluid for maps 50s. Patient was noted to have a lot of ectopy. Additionally, it was unsure if small tear to anticontamination sleeve close to distal lock, appears to have tegaderm wrapping around and dried betadine.

Manufacturer narrative:
B5 revised to reflect additional information received, which was inadvertently omitted from the initial manufacturer device report 1220648-2025-27529. H6 revised revised to reflect additional information received, which was inadvertently omitted from the initial manufacturer device report 1220648-2025-27529.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system, section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient experienced significant bleeding from the axillary site, pressure dressing and sandbag were applied. Anticoagulation was withheld. Hemoglobin levels dropped, so the patient was administered 1 unit of packed red blood cells. The bleeding resolved with an insignificant hematoma. The pump was increased to p6; however, suction events occurred. Albumin was administered and pump was reduced to p5. The patient was noted to be stable.